Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Biomed tech called in for help on get the correct data set load onto 8015bd unit. Only one units will not pick up the update data set. Walk through first create new profile then export & import network config off good working that has the update dateset 8015 unit, next transfer network config. Back onto unit with new profile check unit still same data set and nothing pending, next step walk tech. Through clear network config. Off unit, transfer network config. Back onto unit, the unit shows server connect & net addesses check dataset still the old dataset on unit, tech. Will let unit seat over night in the on mode and check it in the morning if no change will send unit in for services repair. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: biomed tech called in for help on get the correct data set load onto 8015bd unit. Only one units will not pick up the update data set. Walk through first create new profile then export & import network config off good working that has the update dateset 8015 unit, next transfer network config. Back onto unit with new profile check unit still same data set and nothing pending, next step walk tech. Through clear network config. Off unit, transfer network config. Back onto unit, the unit shows server connect & net addesses check dataset still the old dataset on unit, tech. Will let unit seat over night in the on mode and check it in the morning if no change will send unit in for services repair.